Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation in the legs as well as difficulty charging ipg. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.